Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011; inratio: 3.1; lab: 2.7. Pt self tester was concerned because she was getting nose bleeds, so she took her inr and got 3.1 on her inratio meter then went to the lab and got a 2.7 (venipuncture). She had both sides of her nose cauterized and does not feel that the bleeding is a result of her meter. Pt self tester was on vicodin during the time of the comparison; now she is on cipro. Therapeutic range 2-3.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011. Inratio meter = 3.1 inr. Reference = 2.7 inr. Mean = 2.90. Confidence limits = 1.8-4.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation will be pursued at this time. (B)(4). Due to increase in discrepant complaints with inratio strips, this issue was escalated to CAPA (B)(4).